Event description:
It was reported that the vns pt was scheduled for a generator replacement surgery that has been at end of svc for several months. During surgery, the diagnostic test performed on the system revealed high impedance. The surgeon also reported of visualizing a lead break during the procedure. The generator was replaced with a new one and left in the pt to maintain the pocket. The output current on the generator was left at 0ma (off). X-rays that were taken before and during surgery were reviewed by the MFR. There were no obvious anomalies observed on the x-rays that could be contributing to the reported event. The physician further reported that the pt did not manipulate the device or undergo any trauma that may have contributed to the lead fracture. Pt is pending procedure for a full system revision. The date of this pending procedure is unk at this time. Attempts are underway to obtain the date for this procedure.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. No gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.